Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The distance between the subclavian artery to the aneurysm was 6 cm. It was reported that a lunderquist superstiff wire was inserted and advanced up to the thoracic aorta followed by insertion of the delivery system. The device was positioned in the straight part of the descending thoracic aorta and when deployment was initiated, the stent graft started to misalign. The physician pulled the delivery system back and corrected the misalignment; however, the stent graft landed 3cm distal to the intended location. Another device was inserted and positioned more proximally but the stent graft started to misalign (see MFR# 2953200-2009-00502). The misalignment was corrected by pulling the delivery system down but the stent graft landed 15mm distal to the target. A third device was inserted and advanced around the aortic arch followed by the initial deployment of 2 stent rings. The delivery system was pulled back to position the stent graft at the intended location and landed accurately. The physician indicated that it is possible that when a stiff wire is used the wire tends to follow the greater curve of the thoracic aorta as it comes past the celiac artery and when the delivery system is advanced over the wire it follows the same curve. As the stent graft is deployed it starts to misalign because the delivery system is further away from the inner curve. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention. Evaluation: results and conclusion: possibly related to the stiff wire. (Stent graft started to deploy misaligned).